Manufacturer narrative:
An investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during transfemoral tavr procedure, a 23 mm sapien 3 valve was deployed following the manual. As blood inflow was observed when the plunger of inflation device was pulled back, it was determined as the ¿balloon rupture¿. Although the valve seemed to be expanded enough, the delivery system (ds) was removed and post dilation was performed with a 23 mm balloon catheter. Mild aortic regurgitation (ar) remained after post-dilation and the procedure was completed. After the procedure, the ds was visually confirmed and a very small hole which was slightly larger than a pinhole was found at the distal part of the balloon. The operator commented that the ¿balloon rupture¿ might be caused by calcification of native annulus. Moderate aortic valvular calcification and no aortic root calcification were reported.

Manufacturer narrative:
The device was not returned for investigation. In addition, no applicable imagery was provided for review. A device history review was performed and revealed no issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaint relating to ¿balloon- leakage¿. A review of the complaint history from (B)(6) 2017 to (B)(6) 2018 revealed other commander delivery system (all models and sizes) returned complaints for ¿balloon leakage¿. A review of complaint data for (B)(6) 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿leakage¿). Based on the review of the instructions for use (IFU) and training manual, no deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. The complaint for ¿balloon ¿ leakage¿ was unable to be confirmed as the device or any images were not provided. No manufacturing non-conformances could therefore be identified. A review of manufacturing mitigations supported that the sheath and delivery system have proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No labeling/IFU deficiencies were identified. No abnormalities were reported during crimping, and since there was no mention of issues with de-airing during preparation of the device, it is likely that the damage to the balloon occurred during the procedure. Per the complaint description, the valvular annulus was calcified. It is likely that, during the inflation of the balloon, the structure of the balloon wall became damaged by calcification, resulting in the observed pinhole. The small hole in the balloon would have resulted in leakage during inflation and the ¿blood inflow was observed when the plunger of inflation device was pulled back.¿ therefore, available information suggest that patient factors (calcification) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon- leakage¿ was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time; however, available information suggests patient factors (calcification) contributed to the event. Review of complaint history revealed that the occurrence rate does not exceed monthly control limits for this trend category. Therefore, no corrective or preventative action is required.